Event description:
Allegedly the patient had an operation because of "vertibral compressions fractures". The blood pressure fell down several times, until cardiac arrest. Patient was brought up to normal level and sent to ICU. About 12 hours later, the patient died.

Event description:
Allegedly the patient had an operation because of "vertebral compressions fractures". The blood pressure fell down several times, until cardiac arrest. Patient was brought up to normal level and sent to ICU. About 12 hours later, the patient died.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used.